Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: dvmb1d4 ICD implanted (B)(6) 2016; 6935m62 lead implanted (B)(6) 2016. Other devices involved in this event: heartware ventricular assist system - battery. Battery / (B)(4) / model #: 1650 / expiration date: 2017-02-28. UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 2016-02-28. (B)(4). Heartware ventricular assist system - battery. Battery / (B)(4) / model #: 1650 / expiration date: 2017-03-31. UDI #: (B)(4). Return date: 2018-05-25. Device evaluation anticipated, but not yet begun. Mfg date: 2016-03-31. (B)(4). Heartware ventricular assist system - battery. Battery / (B)(4) / model #: 1650 / expiration date: 2017-03-31. UDI #: (B)(4). Return date: 2018-05-25. Device evaluation anticipated, but not yet begun. Mfg date: 2016-03-31. (B)(4). Heartware ventricular assist system - battery. Battery / (B)(4) / model #: 1650 / expiration date: 2017-03-31. UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 2016-03-31. (B)(4). Heartware ventricular assist system - battery. Battery / (B)(4) / model #: 1650 / expiration date: 2017-03-31. UDI #: (B)(4). Return date: 2018-05-25. Device evaluation anticipated, but not yet begun. Mfg date: 2016-03-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that six batteries exhibited power switching despite having greater than twenty five percent charge capacity. It was also reported that two power disconnect alarms occurred. The batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: four (4) batteries (bat319387, bat318280, bat318311 and bat318444) were returned for evaluation. Two (2) batteries (bat316175 and bat318321) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Analysis of the data log files revealed a premature power switching event that was due to a communication error involving bat318311 and several premature switching events due to momentary disconnections involving bat319387, bat318444, bat318321, bat318311, bat318280 and bat316175. Log file analysis also revealed two (2) controller power-ups with their associated motor starts on 5/9/2018 at 19:53:42, and on 5/17/2018 at 18:25:56. The data point prior to the first loss of power revealed that bat318444 was connected to power port one (1) with 22% relative state of charge (rsoc) and bat318280 was connected to power port two (2). Several momentary disconnections were recorded on power port two (2) leading up to the loss of power. The data point recorded after the first loss of power revealed that bat318321 was connected to power port (1) and bat318280 was connected to power port two (2). The controller was without power for 15 seconds. The data point prior to the second loss of power revealed that bat316175 was connected to power port one (1) with 24% relative state of charge (rsoc) and bat318321 was connected to power po rt two (2) with 83% rsoc. Several momentary disconnections were recorded leading up to the loss of power. The data point recorded after the second loss of power revealed that bat318280 was connected to power port (1) and bat318321 was connected to power port two (2). The controller was without power for 13 seconds. As a result, the reported events were confirmed; it is likely the two controller power-up events were perceived as the reported power disconnect alarms. The most likely root cause of the premature power switching events can be attributed to momentary disconnections and communication errors between the controller and battery. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. An internal investigation evaluated momentary disconnections. An internal investigation was initiated to capture events involving the controller losing power. Additional products: battery bat316175, 4315 battery, bat318444 . Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary, h10 additional products product event summary: four (4) batteries ((B)(6)) were returned for evaluation. Two (2) batteries ((B)(6)) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed a premature power switching event that was due to a communication error involving (B)(6) and several premature switching events due to momentary disconnections involving (B)(6). Additionally, data log files revealed a relative state of charge (rsoc) between 101-201 involving (B)(6), which is indicative of a communication error. Log file analysis also revealed two (2) controller power-ups with their associated motor starts on (B)(6) 2018 at 19:53:42, and on (B)(6) 2018 at 18:25:56. The data point prior to the first loss of power revealed that (B)(6) was connected to power port one (1) with 22% relative state of charge (rsoc) and (B)(6) was connected to power port two (2). Several momentary disconnections were recorded on power port two (2) leading up to the loss of power. The data point recorded after the first loss of power revealed that (B)(6) was connected to power port (1) and (B)(6) was connected to power port two (2). The controller was without power for 15 seconds. The data point prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with 24% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 83% rsoc. Several momentary disconnections were recorded leading up to the loss of power. The data point recorded after the second loss of power revealed that (B)(6) was connected to power port (1) and (B)(6) was connected to power port two (2). The controller was without power for 13 seconds. As a result, the reported events were confirmed; it is likely the two controller power-up events were perceived as the reported power disconnect alarms. The most likely root cause of the premature power switching events can be attributed to momentary disconnections and communication errors between the controller and battery. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. The most likely root cause of the reported communication error can be attributed to the controller not receiving responses from the battery or due to the packet error checking method detecting bit errors. An internal investigation evaluated momentary disconnections. An internal investigation was initiated to capture events involving the controller losing power. Additional products: battery (B)(6) h6: FDA conclusion code(s): 4307 battery (B)(6) h6: FDA results code(s): 213 battery (B)(6) h6: FDA conclusion code(s): 4307 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that after routine log file review, two of the batteries were indicated to have had a communication error.